Event description:
Dealer advised the snap button in the drive shaft has had the dome part come off. A call was placed to the reporter and it was learned he thinks the metal used is not enough and this part needs reinforcement where the button is. He reported the it could flop down on the end user if it lets go. No report of personal injury at this time. Part will be replaced under warranty.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 5310ivc, serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number 1114836, rev. F(aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.